Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was rising, continued to steadily rise, and now was high and out of range. The alert threshold was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and oversensing due to non-physiologic signals/sic (sensing integrity counter). During the week ending on (B)(6) 2014, rv pacing impedance rose from a trend of 700-800 ohms to 1032 ohms. Impedances continued to rise to 2528 ohms, (B)(6) 2015. Beginning (B)(6) 2015, 7 ventricular sensing integrity counts (sic); ventricular tachycardia-non-sustained episodes with evidence of lead noise oversensing. Concomitant medical products: yrirhxc1585, stent graft, implanted: (B)(6) 2005; yrbrhxc2615135, stent graft, implanted: (B)(6) 2005; yrecxc26375, stent graft, implanted: (B)(6) 2005; yrirhxc15115, stent graft, implanted: (B)(6) 2005. (B)(4).